Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (B)(6) displayed "call service technician" was confirmed during the functional testing and event log review. The cause of the reported complaint was a tcmid:05 (coolant diff failure) error. The root cause of the tcmid:05 error was a malfunctioning lm34 temperature sensor, likely attributed to the device's aging. The thermogard system was manufactured in 2012 and is over 11 years old, well past the expected serviceable life of five years. Upon visual inspection, no physical damage was noted. The event log review indicated a tcmid:05 error, confirming the reported complaint. The thermogard system displayed a tcmid:05 error during functional testing, confirming the reported complaint. The lm34 temperature sensor was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During the device check by biomed, the thermogard xp ivtm system (sn (B)(6)) displayed "call service technician." No patient involvement. Zoll sales representative visited the customer site and downloaded the event logs, which showed a tcmid:05 (coolant diff failure) error.